Manufacturer narrative:
The patient's medications include; plavix, allopurinol, diltiazem, doxazosin and simvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow up imaging identified a type ii endoleak originating from the inferior mesenteric artery (ima) and reported aneurysm enlargement of an unknown amount. On (B)(6) 2015, an intervention was performed whereby the ima was coiled embolized. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.